Event description:
On 02/02/2008, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultramini meter had an issue related to seeing three dashes on the devices's display. The pt tests her blood glucose 4-6 times a day. Her normal blood glucose levels are less than "200 mg/dl". She takes an unidentified oral medication for her diabetes once a day. She also takes an unspecified pain pill for treatment of pain in her hands and feet. The pt indicated that she had the reported meter for a couple of months but never really knew how to use the device. At that time, the pt did not have another device to test her blood glucose. She claimed that the alleged meter issue started in 2008. That same day, she called her doctor and was advised to call lfs for assistance. As a result of the meter issue, the pt said that she was unable to test her blood glucose. Although she was not testing, the pt continued to take her oral medication for diabetes as prescribed. However, the pt stated that she started eating more than usual after the meter issue began. On an unspecified date/time after the issue started, the pt informed the medical affairs specialist (mas) that she developed symptoms of blurred vision. Twelve days later, the pt visited an emergency room (ER) and had her blood glucose checked on an ER/ hospital meter. The ER obtained a result of "206 mg/dl". The pt was treated with an IV (unk contents). She remained in the hosp for a few hrs until her blood glucose was lowered. The pt said that she would have contacted her doctor sooner if she were able to test her blood glucose and had known her blood glucose levels were increasing. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The pt received treatment in an ER to lower her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.